Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine generator replacement. During the procedure, the right ventricular (rv) lead was noted with with insulation break at the proximal end. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 and 5.1 cm from the connector pin.